Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that when recharging the implant the screen would go white. They could take the battery out and put it back in for it to work. It does not do this all the time. The patient stated that they sent a battery cover and it still does this every once in a while. The patient stated that they quit calling and just lived with it since it didn't do it all the time.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant and the issue began at least a month ago. Patient would reset the controller every other night because the controller would turn off and the screen would go blank when charging the implant. The stimulation would also turn off then turn back on when resetting the controller. Implant also didn't charge fast. During the call there were no damages on the recharger and controller charging port. Patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 100% and implant was at 60%. Patient plugged the recharger and got excellent. Agent placed patient on a hold and implant increased to 70%. Agent advised patient to call back if the issue persisted. See previous case for replacement controller. Patient received a replacement controller but the old controller and the replacement controller's back cover didn't fit. A replacement battery cover was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.